Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room due to patient developing pocket infection and erosion. The system would be replaced. No other patient symptoms were reported.